Manufacturer narrative:
Sections with additional information as of 22-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected. H10: most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 27-aug-2020 to ensure the replacement products resolved the initial concern. Able to establish contact with customer and stated replacement product was just received and customer care will call back for troubleshooting.

Event description:
Consumer reported complaint for low and erratic blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 50, 176, 141 and 153 mg/dl. Customer was also concerned with meter to meter comparison result of 50 mg/dl using the truemetrix air meter and 77 mg/dl using another device. The customer¿s expected fasting blood glucose test result range is 90-100 mg/dl. The customer feels well and did not report any symptoms. When the result of 50 mg/dl had been obtained, customer had felt dizzy. Medical attention is not reported as a result of the actual blood glucose results or due to reported symptom of dizziness. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining area. The test strip lot manufacturer¿s expiration date is 01/16/2022 and test strips were opened two days prior to call. The meter memory was reviewed for previous test result history: (B)(6).